Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned in one piece measuring 32.9 cm. Visual examination found one external abrasion breaching the optim sheath only at 16.0-17.6 cm from connector pin, consistent with friction to the device can. No other anomalies were noted with the exception of procedural damage.

Event description:
This report is to advise of an event observed during analysis.